Manufacturer narrative:
(B)(6) 2020. (B)(6) 2021.

Event description:
The customer reported a high ground resistance and the ventilator would not pass the electrical safety test on the oxygen retention plate. There was no patient involvement. The remote service engineer advised the customer to remove the loctite from both the screws and the threaded holes.

Manufacturer narrative:
The customer removed loctite from the device, which resolved the reported issue. No parts were replaced. The device is back in service and remains at the customer site.